Manufacturer narrative:
Investigation conclusion: a specific cause for the reported events could not conclusively be determined through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged. The apical cuff was not returned. Visual inspection of the inflow cannula and outflow cannulas did not reveal any developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to a previously reported driveline infection that did not resolve with local antibiotic therapy and surgical repositioning of the exit site. The device exchange did not resolve the infection and the patient expired due septic multi organ failure on (B)(6) 2019. The outcome was device infection related. No additional information was provided.